Event description:
The physician reported difficulty with selection and connection of the left iliac leg stent-graft. Despite this difficulty, the physician reported that the fenestrated graft was deployed in the intended location. All devices implanted were reported to be patent and all vessels accommodated by a fenestration were reported to be patent.

Manufacturer narrative:
The device was not returned for evaluation. Work order (B)(4) was reviewed and appears complete and correct. Three requests were made for medical imaging however no response was received. The IFU sent with the device states that "the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow." And provides further information in the lengths and diameters. Based on the information received it is difficult to determine an exact root cause for the difficulty experienced by the physician. It may be that the physician was not able to interpret the information supplied in the IFU in order to select and connect the appropriate iliac leg or it may be procedural complications.

Event description:
The physician reported difficulty with selection and connection of the left iliac leg stent-graft. Despite this difficulty, the physician reported that the fenestrated graft was deployed in the intended location. All devices implanted were reported to be patent and all vessels accommodated by a fenestration were reported to be patent.